Manufacturer narrative:
The event date of (B)(6) 2021 is an estimated based of the aware date of (B)(6) 2021 as the exact date was not reported.

Event description:
It was reported that the tip of the device came off. A 180x25cm fathom -16 was selected for use. During the procedure, it was noted that the tip of the wire came off. The device was removed and a new wire was used. There were no complications reported.